Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricular lead had no capture. An x-ray was performed which indicated lead dislodgement. The lead was attempted to be repositioned but the screw was stuck. The old lead was explanted and replaced. There were no anomalies noted with the lead during explant. The patient is in stable condition.